Manufacturer narrative:
The field service representative performed checks and tests with acceptable results and verified that the instrument was performing within specification. Due to the lack of information provided, the investigation could not identify a specific cause of the event. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 2 patient samples on a cobas 8000 c702 module. Sample 1: the initial result was 23 mg/dl. The repeated result was 234 mg/dl. Sample 2: the initial result was 19 mg/dl. The repeated result was 85 mg/dl.